Event description:
Boston scientific received info that noise on the right atrial (ra) channel was observed during a post-surgery device check (the surgery was unrelated to the device or lead). A boston scientific field rep noted there were numerous atrial tachycardia response (atr) episodes due to atrial noise. The noise could be re-created by having the pt reach across his chest; ra lead measurements were normal and stable. A boston scientific technical services consultant (ts) discussed that atrial electrograms (egms) can pick up myopotential signals, but the noise shown in the most recent atr event looked different than a myopotential in that it was more distinct and quite large. It also was noted that the pt is young and does heavy lifting. Review of stored atr episodes noted spiky noise on the ra channel. Ts discussed the likelihood of an ra lead issue and the possibility of device issue. The issue remains under investigation. No adverse pt effects were reported. As no add'l info concerning this report is expected at this time, our investigation is complete. This investigation will be updated should add'l info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.